Event description:
The customer reported to olympus, that the distal end on the evis exera ii gastrointestinal videoscope had defects. Inspection and testing of the returned device found that the plastic distal end cover had foreign material. There was no report of delay or harm to a patient or user. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the plastic distal end cover had a yellowish foreign material, which was most likely traces from the last procedure and likely a result of mishandling. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in right direction does not meet the standard value, due to a crack, the plastic distal end cover had a snag on it, the light guide lens had a chip, the bending section cover adhesive had wear and was detached. Additional information obtained identifies the product was reprocessing of the appliance has been carried out regularly, as per the user manual. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.